Event description:
It was reported that during a ptca procedure, a balloon rupture occurred. The lesion was located in the left anterior descending (lad) artery. The number of inflations and to what atms is unknown. No pt injuries or complications were reported. Patient status is reported as "good".

Manufacturer narrative:
The device has not been received for analysis. If additional relevant information is rec'd, a supplemental MDR will be filed.